Manufacturer narrative:
Conclusion: (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event of "low flows" was confirmed via log files which revealed 10 low flow alarms and a sustained decrease in power consumption and estimated flow to parameters below normal operating range on (B)(6) 2017 at approximately 21:17:21. Of note, it was reported by the site that during the pump exchange, thrombus was found occluding the inflow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible cause of the reported low flows may be attributed to thrombus at the inflow cannula. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that the patient had a ventricular assist device (vad) implanted on (B)(6) 2017. The patient was recovering in the intensive care unit. On (B)(6) 2017, there was an observed acute drop in vad power and flow below 2l pm with corresponding new pulsatility on arterial line tracing. Log files showed pump power below the expected operating range for the set speed. The patient was taken emergently to the operating room and underwent a pump exchange. Upon exchange, thrombus was found obstructing the inflow cannula. The patient tolerated the procedure well. It was noted by the implanting surgeon that the event is not device related, but rather related to patient condition.